Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a change in therapy and the implantable neurostimulator (ins) had not worked in several years. It was further reported that the battery had died, and it would not do anything. It was noted that end of service (eos) was not confirmed by the healthcare professional. It was noted that the patient wanted the device taken out. No event cause was reported for this event. No outcome or troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. If additional information is received, a follow up report will be sent.